Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient vision was not clear, could not see to drive at night due to halos, dry eyes, scratchy, headache. The patient had yag (yttrium aluminum garnet). There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file states the patient has had a previous yag (yttrium aluminum garnet) procedure. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Consumer was asked to contact company should additional details become available. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).